Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer reported a recurring insufflator disabled message. After a hard cycle on the vsc, the issue persisted. The tse was unable to access system logs and requested another hard cycle. The system rebooted with the same message and a system connecting message on the psc. Fse visited the site and replaced the vision tower common compute controller (ccc) but couldn't upload centralized configuration management (ccm) files. After further troubleshooting, the console failed to power up properly, showing a flashing blue light and no system information. It was determined that the console's ccc was also faulty. A card cage was ordered and installed. After installation, all system carts communicated properly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The common compute controller (ccc) was analyzed and found to have the reported insufflator disabled message issue. The ccc passed visual inspection but failed to display fully on the vision side cart (vsc) monitor when installed on a known good system. The touch display showed an insufflator disabled message, and programming via node 32 was unsuccessful. At the programming station, the unit was confirmed to be bricked per document 1069151-01.this surgeon side console(ssc) cardcage assy was evaluated by failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. This ssc cardcage assy was installed, and tested on the dv5 known good in house golden system, and where the ssc console failed to power up replicating the reported event. To troubleshoot the reported failure the ssc ccc cfg unit pn 656812-12 was aba tested with a good known unit and the ssc console was able to power up with no issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported they were getting a repeating message stating the insufflator was disabled. The customer performed a hard cycle on the vision side cart (vsc) and issue returned. The tse attempted to review logs and could not connect to system. The tse asked customer to perform a second hard cycle, system came up with the same message and a message stating system connecting on the patient side cart (psc). The customer is moving case to a different system. The procedure was aborted to another dv system. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.